Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that it worked for a while and now it was not working as they experienced pain and have a metal device in their body. Patient stated that they would like to have it removed.